Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding the wire protruding from the tip was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8 mm mega suturecut needle driver instrument had a wire protruding from the tip. There was no report of patient involvement.